Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to charging difficulties as patient had to charging more frequently the ipg. The patient was reported to be doing well postoperatively. The explanted device will not be returned for analysis, as facility protocol prohibits device return.